Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has experienced high and low blood glucose levels. During the call, the customer's blood glucose levels dropped to 47 mg/dl and she felt like she was going to faint. The paramedics were called, and the customer's blood glucose reading was 40 mg/dl when they arrived. No troubleshooting was done at the time of the call. Nothing further was reported.